Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing with the customer's returned multifunction cable, roc adaptor, and test accessories without duplicating the report. The device's defib receptacle and roc adapter were replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type